Event description:
Used clear care 3% hydrogen peroxide solution. After soaking for 8+ hours the solution was not neutralized and caused significant burning and irritation upon insertion. The neutralizing disk is clearly wearing off visibly. It worked fine for the first bottle in the 2-pack, but fails almost immediately upon the 2nd bottle. Using a neutralizing container from a generic brand with the 2nd clear care bottle works fine, suggesting the issue is with the neutralizing disk and not the solution itself. The generic brands don't seem to have the same symptom of wearing in the neutralizing disk. Lot 130f1. Expires 2027-7-31.